Event description:
Caller reported that a malfunction occurred on the pump. There was no reported impact to the customer¿s blood glucose level. Caller was unable to provide proper verification to move forward with troubleshooting, and no additional information was available regarding any actions taken or the outcome of the event.